Event description:
The customer stated he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 567 mg/dl during the phone call. Initially the medical doctor thought that the high blood glucose levels were caused by a virus, and the customer was sent home. The customer returned to the hospital the next day, also for high blood glucose, and the medical doctor felt at that time that the insulin pump may have contributed to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.